Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the co2 module. The unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected co2 monitoring. No patient injury was reported.